Event description:
Pt received a paradigm 512 medtronic insulin pump. With the pump comes a paradigm link glucose meter. The test strips enclosed with the meter were not usable. Control read 95 mg/dl - range on vial 100-140 mg/dl. Pt test with strips gave reading 113, actual lab glucose result on hemocue read b9 mg/dl. The strips are a bd product but stored and shipped by minimed with the link meter.